Manufacturer narrative:
A.1.-a.5: there was no patient involvement. H11: livanova deutschland manufactures the 3t heater cooler. The incident occurred in the united states. Livanova field service engineer dispatched onsite replaced the circulation motor; after performing all the functional verification checks with positive results, the unit has returned to service in its expected functions. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a 3t heater cooler device displayed an alarm indicating pump 1 is blocked (error e07) during procedure. There was no patient involvement.